Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, it was confirmed that the peeling of the tissue pad. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal end of the tissue pad was worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The probe and the non-insulated area of the grasping section became in contact with each other. Output was performed under this situation, the error occurred and this caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a hepatectomy, the subject device was used. When the user activated the device about two or three times, an unspecified error occurred and one end of the ptfe pad was slightly separated from the upper jaw. The intended procedure was completed with another device. There was no patient injury reported.